Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back to follow up sent to them. The patient indicated that steps taken resolve their pain was a new machine put in the patient in the past. The patient reported the replacement sent resolved their issues.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial#: (b)()4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. The patient reported that they had poor coupling for about 3 months, almost since implant, and that they had always had an issue not getting coupling bars filled in. They stated they had to sit on the recharger for a very long time to get the implant charged and had "never gotten to the point where the implant fully charged up". However it was noted that the patient was thinking that coupling bars were the same thing as implant charge level. It was also noted that the connector pin was loose and broke off. The recharger was having trouble charging from the wall, and while it still charged it charged slowly. No symptoms or further complications reported and/or anticipated at this time. Additional information was received from the patient who reported they were sent the wrong part. The patient had to remove the broken connector pin from the recharger and indicated the new pin was not fitting in the recharger. The patient has not charged their ins in probably 3 months because they could not figure out why there was no connection and poor coupling. The patient reported their pain is getting really bad due to not charging ins. The pain is in their fingers on their right hand. No further complications reported and/or anticipated at this time.

Manufacturer narrative:
H3: analysis of pli# 30 product ID# 97714 found no significant anomaly medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2018-02-06 crts 3667867x3 (con) information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. The patient reported that they had poor coupling for about 3 months, almost since implant, and that they had always had an issue not getting coupling bars filled in. They stated they had to sit on the recharger for a very long time to get the implant charged and had "never gotten to the point where the implant fully charged up". However it was noted that the patient was thinking that coupling bars were the same thing as implant charge level. It was also noted that the connector pin was loose and broke off. The recharger was having trouble charging from the wall, and while it still charged it charged slowly. No symptoms or further complications reported and/or anticipated at this time. 2018-02-09 crts 3667867 (con) additional information was received from the patient who reported they were sent the wrong part. The patient had to remove the broken connector pin from the recharger and indicated the new pin was not fitting in the recharger. The patient has not charged their ins in probably 3 months because they could not figure out why there was no connection and poor coupling. The patient reported their pain is getting really bad due to not charging ins. The pain is in their fingers on their right hand. No further complications reported and/or anticipated at this time. 2018-03-19 patltr x 2(con) additional information was received from the patient who responded back to follow up sent to them. The patient indicated that steps taken resolve their pain was a new machine put in the patient in the past. The patient reported the replacement sent resolved their issues.the patient reported that they did not know the cause of the poor coupling and that the poor coupling was resolved. 2019-jan-08 an_rp, _e1 (rep): additional information was received from a manufacturer representative (rep). The patient's devices (ins and a boot) were received into analysis on january 22, 2019. The rep reported that at the time of the replacement the ins was fully charged and they were able to get impedances and programs from the ins. The ins was replaced due to lower extremity pain. They needed a second lead to cover that pain. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. The patient reported that the connector pin was loose and then broke off. The recharger was having trouble charging from the wall. No symptoms or further complications reported and/or anticipated at this time. Additional information was received from the patient who reported they were sent the wrong part. The patient had to remove the broken connector pin from the recharger and indicated the new pin was not fitting in the recharger. The patient has not charged their ins in probably 3 months because they could not figure out why there was no connection. The patient reported their pain is getting really bad due to not charging ins. The pain is in their fingers on their right hand. No symptoms or further complications reported and/or anticipated at this time.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4). Analysis of the desktop charger (serial #(B)(4)) found that the cable assembly connector pins were broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back to follow up sent to them. The patient indicated that steps taken resolve their pain was a new machine put in the patient in the past. The patient reported the replacement sent resolved their issues. The patient reported that they did not know the cause of the poor coupling and that the poor coupling was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The patient's devices (ins and a boot) were received into analysis on (B)(6), 2019 with no allegation of a complaint against either device. The rep reported that at the time of the replacement the ins was fully charged and they were able to get impedances and programs from the ins. The ins was replaced due to lower extremity pain. They needed a second lead to cover that pain. No further complications were reported or anticipated.